Event description:
It was reported that there was a loss of therapeutic effect. She was not getting much therapy at the time of this report. It was not working on her right side. This occurred months before this report following a fall. In (B)(6) the patient was sick a lot and would fall 3-4 times a day. A broken rib was mentioned on each side and she messed up her arms/shoulders. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been found, if any intervention had occurred, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).